Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, flat creases. A leak test was perform and were found four openings. A microscopic analysis identified: three curved striated openings on anterior and posterior side assessed as surgical damage and a curved sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage; a sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.